Manufacturer narrative:
The device was returned assembled. Examination of the device upon disassembly revealed a pink, tissue-like deposition on the proximal side of the rotors around the inlet bearings. The deposition had a ring-like structure with laminated layering and areas that were denatured, indicating that it likely developed over an undetermined period of time while the pump was in operation. The deposition was of a moderate size and would have impeded flow. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Examination of the rotor also revealed a pink, soft, deposition. The deposition's lack of laminated layering indicate that it did not develop at this location. The deposition appeared to have been ingested into the pump. The deposition was of a moderate size and would have impeded flow. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. The deposition's lack of laminated layering indicate that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The deposition was of a moderate size and would have impeded flow. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. No other depositions were identified. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to a confirmed pump obstruction. No additional information was provided.